Event description:
It was reported that the way the ventricular pacing percentage was being presented in paceart and the quick look screen is misleading and frequently causes confusion. The device is still in use. No patient complications have been noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.